Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. 1 device was functionally/visually inspected in the field. However, there was no product malfunction; the issue was the result of use error. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced litter/lift unexpected drop/collapse or stirrups/calf support unexpected drop/collapse. No adverse consequence or clinically relevant delay in treatment was reported.